Event description:
It was reported that when using the bd pyxis¿ es server, a pyxis test machine was not communicating with the server. Although the interface was running on a remote desktop, the patient list did not update, and the system displayed an indication that patient data was not current. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the test machine was not communicating with the server. A technical support specialist (tss) dialing into the server and validating health sight viewer (hsv) notices for admit discharge transfer (adt) and pis downtime. Site down queries confirmed the carefusion coordination engine (cce) was not in a disconnected state. Communication was coordinated with the customer to obtain visit identifier (ID) and order ID details, followed by verification of the affected station. Based on customer input, the interface server was addressed by restarting cce services on the cce test server. Newly received xml messages were validated, and customer confirmation verified patient messages were crossing successfully. Messages were resent from pes, after which the customer confirmed all transactions were crossing successfully. The customer was notified to proceed with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a pyxis test machine was not communicating with the server. Although the interface was running on a remote desktop, the patient list did not update, and the system displayed an indication that patient data was not current. There were no delay or adverse events or injuries reported based on this event.